Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged pump error 63, pump error 49, pump error 23, and flashing screen found on 09/07/2021. Device passed displacement test, sleep current measurement, active current measurement, and self test. No pump error 63, pump error 49, and pump error 23 noted during test. Device successfully downloaded to thus and carelink. Confirmed pump error 63 variable 14 was noted in the history download on 09/06/2021 at 18:49:01.000 due to moisture damage on keypad assembly. Verified pump error 49 on 09/06/2021 at 18:49:03.000 and pump error 23 on 09/06/2021 at 18:50:22.000 noted in pump downloaded history. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, faded serial label damage, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for pump error 63, pump error 49, and pump error 23 was confirmed in insulin pump downloaded history; however flashing screen is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was not able to clear the alarm successfully. Customer stated that the insulin pump display was flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.